Event description:
The pt reported that the "ok" button was not responding on the keypad. The "ok" button would stick and then spring back. The reporter denies damage to the keypad or exposure to moisture.

Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad appeared to be intact with no lifting or peeling. The "ok" keypad button was intermittently responding. The "up" and "down" keypad buttons were responsive to button presses. Additionally, the "up" "down" and "ok" key contact did click and spring back normally when pressed. The keypad was removed and it was observed that the "up" and "down" key contacts were misaligned. There was no evidence of keypad adhesive found under all key contacts.